Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va08a6v, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that there was a broken lead. A revision was done as a result of the event. The lead revision did not help symptom relief. The system was removed and the patient was wondering what to do with the programmer. Also, the patient had very little therapeutic relief since implant. No further information was provided. If additional information is received, a follow-up report will be sent.